Manufacturer narrative:
The initial reporter's facility name: (B)(6)). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter had defective connection. The drainage inflation block (dib) cap did not attach to the catheter's drainage funnel, and the urine bag tube cannot be connected either. It comes off even if attached. It was also mentioned that it appears that the opening of the drainage funnel was too wide, causing tubes and other devices to disengage and resulting in failed connections if there were any standard specifications for the opening diameter.